Event description:
According to the reporter, during laparoscopic and endoscopic lung cancer radical surgery, reloading process of the reload and handle was normal, while on lung tissue, it was found difficult to pull the handle, and the gun made an abnormal sound similar to the sound of gear breaking. After being fired, the staple was not formed at all. It couldn't form the shape of ¿door¿and the staple line was incomplete. To complete the procedure, the device was replaced. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic and endoscopic lung cancer, radical surgery, while on lung tissue, the device fired, but the staples did not form and the staple line was incomplete. To complete the procedure, the device was replaced. There was no patient injury.